Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to start therapy in an arctic sun device, probe out of range alarm (14) was occurred. Had connect the patient probe and start therapy. Flow rate (fr) was settled at 3.3lpm. Per follow up information received via email on 19mar2024, spoke with charge nurse who confirmed no further issues after troubleshooting call. Probe was reconnected and there were no further alarms. Denied any issues with cable. Patient completed therapy on the same device. Device has remained in service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to start therapy in an arctic sun device, probe out of range alarm (14) was occurred. Had connect the patient probe and start therapy. Flow rate (fr) was settled at 3.3lpm.